Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs result for one patient sample from the cobas 8000 - cobas e 602 module. The initial result was 143. The result from a new sample from the patient was <13. The repeat result for the first sample was <13. No unit of measure was provided. The questionable result was not reported outside of the laboratory. The reagent lot number was 396736 with an expiration date of 31-jul-2020.

Manufacturer narrative:
The instrument was de-installed at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.